Manufacturer narrative:
(B) (4), (spots on lens optic) - (B) (4).

Event description:
The reporter stated, the surgeon implanted a cc4204a collamer aspheric single piece lens. The surgeon reported seeing some sort of spots in the center portion of the lens optic postoperatively. The lens remains implanted as no affect on visual acuity. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.